Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to a corroded battery tube. Unable to perform the self test, sleep current measurement, active current measurement and displacement test or verify failed batt test alarms due to blank display. Device heats up upon insertion of battery; problem isolated to the battery tube.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer's blood glucose was 180 mg/dl. Inside of the battery compartment was heating up, the negative terminal of the battery compartment specifically. The troubleshooting was performed for failed battery and device heating up. The insulin pump will be returned for analysis.